Event description:
Pt's attorney alleges the pt underwent invasive surgery on (B)(6) 2009 following an infection and other complications resulting from a broken dvr plate. The pt's medical records indicate the pt was revised to address fracture of the plate and non-union. Update: (B)(6) 2010 - litigation papers were received. Indicating revision of a fractured plate and screw due to non-union.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.